Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, high capture threshold was observed on the right ventricular (rv) lead. During repositioning, the helix could not be extended and the rv lead became dislodged. A different rv lead was successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Additional information: d10, h6 the reported events were lead dislodgement, high capture threshold, helix mechanism issue, ¿unusual spiral coating texture while extending the screw¿. As received, a complete lead was returned in one piece. The reported events of helix mechanism issue and ¿unusual spiral coating texture while extending the screw¿ were confirmed. Visual inspection found the helix to be retracted and clogged with blood. The outer insulation was twisted and x-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue and ¿unusual spiral coating texture while extending the screw¿ was isolated to the twisting of the outer insulation due to helix being clogged with blood/tissue and overtorque of the inner coil. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All the damages found are consistent with procedural damage.